Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they can't change the time and date, basal delivery and suspend before low. The blood glucose reading was unknown. The customer was advised to remove the battery, keep the insulin pump in storage mode for 10 minutes and reinsert the battery. The customer was advised to call back for further troubleshooting.